Event description:
Radiotherapy: whole pelvis 2006 to 2007. Total dose 45gy. Prostatic fossa/seminal vesicles 2007. Total dose 19.8gy. Prostatic fossa 2007. Total dose 5.4gy. 2008 oncology f/u oppt, creatinine 3.5 had dropped from 37 to 27%. Admission at approx 6 days later with renal culture, anemia, radiation proctitis, blockage of ureteral stent. Diagnosis for use: prostate cancer.